Manufacturer narrative:
It was reported that the ventilator had a leakage. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the issue has been assembling missing membrane in expiratory cassette. The device passed all performance tests and could be returned to clinical use. It remains unknown why membrane has been missing. The technician suggest that membrane could be missed during cleaning procedure, however, this could not be verified. In complaint investigated herein, the decision had been made based on available information (no logs or no information about faulty part), as the initial description - leaks - might have underlying causes which represent a reportable event. In the further process of complaint handling it has been identified, that the issue was related to expiratory cassette which malfunction will not affect ventilation. This part is only for measuring. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).